Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal vault prolapse. The patient underwent the concurrent procedures of a laparoscopic sacral colpopexy, enterocele repair, laparoscopic bilateral salpingo-oophorectomy, and cystoscopy during mesh implantation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, organ perforation, recurrence, and dyspareunia. No additional information was provided. (B)(4).